Manufacturer narrative:
The investigation of optical signal issue and pump not detected has been completed. The impella device was not returned for evaluation. Analysis: cloud logs confirmed the complaint. On 7/9, 5.5 pump 597025 was connected to (B)(6) but then the user received a system sensor error and asked to re-plug in the console. The error did not return but the pump was removed from (B)(6) anyway. The real time (rt) logs show that on the first attempt raw optical sensor was -3276.8mmhg as snr was very low signifying a likely air gap. Root cause: the cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug that was resolved by unplugging and re-plugging in the pump as instructed by the console. There was no problem found during the case with pump detection.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the pump was being prepped and the automated impella controller (aic) showed optical sensor error when pump was connected. Perfusion disconnected and reconnected pump and error went away. The pump and aic were replaced. There was no patient harm.